Event description:
The patient received inappropriate therapy due to oversensing. The strips seemed like the patient was very sick or had an electrolyte imbalance due to the amplitude variation and tachycardia appearance. It was noted that the patient was a dnr status. The physician decided to turn the ICD high voltage therapy off. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.